Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative was able to verify the customer's reported issue. Review of the event trace log revealed multiple instances of transducer errors. Bench testing revealed that the exhalation pressure transducer and the exhalation valve calibration have failed. The service technician will replace the main board to correct the reported issue.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to failed pt 801. This issue will be internally investigated within vyaire.